Event description:
The consumer reported when the patient bent down at the kitchen cabinet 3-4 years ago, she experienced excruciating pain. She had x-rays the healthcare provider (hcp) performed a revision to place the component deeper. Six months after the revision, the patient decided to have the complete system removed as she said it caused nerve pain. She still had issues with her lower back, tailbone and sciatica. The change in therapy/symptoms was noted a sudden. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.